Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient was hospitalized after having an infection at the ipg site following replacement. Patient had been complaining about redness and was treated with keflex, and doxycycline was prescribed for further management. The infection is resolved.